Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test and self test and no display anomaly noted. No moisture damage found under lcd screen, electronic assembly or motor. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump may have been exposed to moisture damage. Customer reported a blood glucose level of 143 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.